Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number ¿ k101880. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #14 was removed as it had damaged threads. Patient presented on (B)(6) with a loose tibase supported implant crown. The screw could not be tightened and a healing abutment could not be placed. The customer felt that the internal threads were stripped. The threads were tapped and the crown was delivered.